Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on an unknown date at (B)(6) hospital. The 1st revision surgery was performed on (B)(6) at (B)(6) hospital. When the 1st revision surgery, the surgeon performed great trochanter osteotomy and jointed with a great trochanter grip, however, there was a suspicion of joint failure. And, there was also suspicion of loosening of the cup, the patient had been under follow-up by the surgeon. It was reported that the patient had a pain in early (B)(6) 2020, and the surgeon confirmed the dislocation of the head from the stem¿s neck by x-ray. There was no cause of the dislocation like impact shock. The surgeon thought that the corrosion of neck trunnion point caused the dislocation. The patient cannot walk due to the dislocation. The surgeon planned 2nd revision surgery by replacing the head if he can have his desired implant, but if the implant cannot be engaged, he will continue follow-up for the patient because removing the stem causes an extensive invasive surgery for advanced old age patient as (B)(6) years. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Patient codes device revision or replacement and insufficient information are being corrected to no code available ((B)(4)) to capture absence of treatment since they were incorrectly submitted in the initial medwatch.